Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm regent aortic mhv,flex c uff, was selected for an implant. During the procedure, the sizer could advance, but it was very hard to implant the valve. It is unknown if the valve was enventally implanted. On (B)(6) 2024, it was reported that the patient passed away. The cause of the death is unknown.

Manufacturer narrative:
An event of difficulty implanting the valve and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. No other information was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From medical review: "the cause of the death is unknown, no additional information was provided."

Event description:
It was reported that on (B)(6) 2024, a 25mm regent aortic mhv,flex c uff, was selected for an implant. During the procedure, the sizer could advance, and was very hard to implant the valve due to the valve begin oversize. The device did not fit to the patient. The device was not implanted and exchanged with a 25mm regent aortic mhv that was successfully implanted, no additional information was provided. Additional information received on 13 may 2024, that although the exact timing is unknown, the patient was placed on a cardiopulmonary support system (pcps) and intra-aortic balloon pump (iabp). On (B)(6) 2024, it was reported that the patient passed away. The cause of death was heart failure. The heart failure was caused by being on a heart-lung machine for a long period during surgery. The physician stated that there is no relationship between the device and the patient's death.

Manufacturer narrative:
H6 investigation conclusions code 4315 was removed. An event of heart failure and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that heart failure was caused by being on a heart-lung machine for a long period during surgery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the received information, the cause of the reported death was heart failure. However, it was stated that stated that there is no relationship between the device and the patient's death. There is no indication of a product quality issue with regards to manufacture, design, or labeling.